Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set issue on (B)(6) 2026.the adhesive patch was not adhering and came out off his body which caused high blood glucose. No further information available.